Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the same day after an implantable pulse generator (ipg) system implant procedure, the patient experienced a systemic allergic reaction with skin itchiness and hives. The patient was given oral antihistamine medication and the ipg system remains in use. No further patient complications have been reported as a result of this event.